Manufacturer narrative:
Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter entrapment occurred. After a non-bsc guidewire crossed the lesion, a 1.50mm x 15mm emerge¿ push balloon catheter was advanced for dilation. However, the balloon catheter became stuck onto the guide wire. The procedure was completed with a new guide wire and balloon catheter. No patient complications were reported.